Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: found chemo flush leaking at y-site to tubing where chemo was connected, leaking from the actual primary tubing and not the equashield pieces.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was provided for evaluation. The sample was initially decontaminated prior to conducting any tests. After a comparison against the product technical drawing, the set seemed to be assembled within internal specifications. Furthermore, the sample underwent functional leak test, and it was observed that there was leakage at the proximal caresite. The caresite contained an equashield attached to the caresite y-site valve. A review of the connection between the equashield and the caresite was conducted and a crack was identified at the threads of the caresite. This crack was the origin of the leakage identified. Although a crack was identified on the returned sample, it was not determined to be the result of the manufacturing process. This caresite had another manufacturers part attached to it and was difficult to remove from the caresite. Although the exact root cause was unable to be determined at the time of testing, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was provided for evaluation. Upon decontamination of the sample, a visual comparison was conducted against the drawing and seemed to be assembled within internal specifications. Additionally, a leakage test was performed, the IV set presented leakage at the proximal caresite, which contained a aquashield attached to the caresite y-site valve. A review of this connection was conducted, and a crack was identified at the threads of the caresite, this crack created the leakage. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.